Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the stiffener/needle assembly pulled out of the body assembly. Functional testing and disassembly were not performed due to the component detachment. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The complaint evaluation indicated that the stiffener/needle assembly pulled out of the probe body assembly. This would confirm the loose connection that was reported by the customer. The root cause for the observed non-conformance is due to the separation of components. It appears that after shipment from the manufacturing site the adhesive bond failed causing the stiffener/needle assembly to detach from the needle holder / probe body assembly. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All needle / needle holder assemblies are inspected to ensure the appropriate amount of adhesive was dispensed at the bod area. An acceptable quality limit (aql) inspection is also performed on all final probe assemblies and includes inspection for wet bonds. The device component lots traceable to the reported lot met aql inspection criteria for this visual characteristic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrector was moving all over and the metal piece that keeps tip together appeared loose during a pars plana vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient.